Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: ausralia. Mw# 0001526350-2024-00727 to be voided after approval. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during sterilization, bent and broken cradle reported. There was no patient involvement, impact, or delay. Due diligence information complete as no additional information indicated.